Event description:
It was reported by the distributor that a hole was discovered in the catheter during the start of a dialysis treatment. The hole is on the arterial lumen of the catheter on the part that is placed under the pt's skin.